Manufacturer narrative:
Product was not available for investigation, including root cause analysis. A review of the complaint database indicates there have been no previous complaints of this nature regarding this lot of product.

Event description:
The surgeon reported multiple pts with intraoperative evidence of suture stretching, requiring multiple re-ties. This particular pt underwent a very small resection of one rectus muscle, which does not normally cause much suture tension. She had an add'l suturing technique for reinforecement known as a "central sag" bite, although there was no central sag. After subsequent normal surgical maneuvers, it was noted that all three strands of suture between the muscle and sclera had lengthened, were visible attenuated, and the muscle was hanging back about 1 mm from its intended location.